Event description:
A customer reported that their glucometer elite system is providing erratic results when they use excel off brand reagent. Customer stated that they did a blood test and rec'd the following results: 265 mg/dl, 240 mg/dl, and 106 mg/dl. The differences between these results could be clinically significant. At the time customer ran a normal control test and the result was within specs. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were attempted but the customer did not have a check strip to do the testing. This was being provided and f/u with the customer will be made.